Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2019-00055 and tc # (B)(4).. Teleflex did not receive the device for investigation therefore the reported complaint that "there was no back flow in the lumen" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: the complaint was reopened to investigate the device that was returned to teleflex for investigation. The reported complaint of iab central lumen occluded is confirmed. The aspiration/flushing test was successful; however, a kink was noted to the central lumen and is the potential cause of the reported complaint. The root cause of the kinked central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the iab was not able to be used because there was no back flow in the lumen. As a result, a new kit was used. There was no report of patient complication or serious injury or death.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the iab was not able to be used because there was no back flow in the lumen. As a result, a new kit was used. There was no report of patient complication or serious injury or death.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2019-00055 and tc #(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that "there was no back flow in the lumen" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2019-00055 and tc (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the iab was not able to be used because there was no back flow in the lumen. As a result, a new kit was used. There was no report of patient complication or serious injury or death.